Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an interrogation was performed and it was determined that the lead was fractured. The interrogation had showed high impedance and that there was no capture. The lead was abandoned surgically and replaced. No adverse patient effects were reported.